Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and absorbable straps were used. During the procedure, at the moment of firing the strap, it was not fixed in the mesh and the second time either. The surgeon decided to replace the device. There were no adverse patient consequences reported. No additional information was provided.